Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in the clinic, historical, computed tomography (CT) scan were reviewed given extrinsic outflow graft obstruction(eogo) device correction. A CT from 2021 showed possible eogo or outflow graft twist. The clinician requested that the patient come back for further evaluation, however, the patient refused as they were feeling well and ventricular assist device parameters were stable. No further information available at this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient experienced low flow alarms prior to (B)(6) 2024. The eogo and ofg twist were confirmed on (B)(6) 2024 in the operating room when the bend relief was removed. The patient stabilized and no more low flow alarms have occurred. The outflow graft imaging from 2021 is reported under MFR # 2916596-2024-03123.

Manufacturer narrative:
Manufacturer's investigation conclusion: a review of the submitted imaging confirmed a narrowing of the outflow graft lumen consistent with extrinsic outflow graft obstruction (eogo) and an outflow graft twist. The submitted computed tomography images showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with eogo. The images also appeared to confirm the reported twisting of the outflow graft. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). A corrective action was opened to investigate extrinsic outflow graft obstruction associated with the heartmate left ventricular assist systems (lvas). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 "introduction" of this document provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ explains that pump flow is estimated based on pump power. Section 5 ¿surgical procedures¿ outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU also states to "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.